Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on the insulin pump. The customer¿s blood glucose level was 181 mg/dl at time of incident. The customer stated that they replaced batteries with new battery display was flashing white and went blank. The troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. The insulin pump was received with normal operating currents. The device was monitored for several hours and there was no blank display. The battery tube connector plugged in properly during inspection. There was no unexpected replace battery alarm, replace battery now alarm, insert battery alarm or low battery alarm on the insulin pump.